Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door 2 was not detecting in server. However, there was no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to load meds for tower door 2. A field service engineer (fse) checked tower door configuration, and it was misconfigured, pockets number did not match server. The fse had customer unloaded all the medications from the tower, deleted tower and added it back and customer loaded all the medications back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.